Event description:
It was reported that a patient with a 33mm 7300tfx valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 4 years, 8 months due to degeneration, severe stenosis and moderate regurgitation. The patient presented with acute on chronic heart failure. Tmvr was performed with a 29mm 9750tfx transcatheter valve.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 33mm 7300tfx valve in the mitral position, is under evaluation for a valve-in-valve procedure after an implant duration of 4 years, 8 months due to degeneration with mild to moderate central regurgitation. Intervention was scheduled for 9/21/23 with a 29mm 9750tfx transcatheter valve.